Manufacturer narrative:
A thorough investigation was to be performed to determine the cause of the reported problem. The transducer could not be obtained for further failure analysis. The reported problem was not able to be confirmed. The customer removed the transducer from service at the customer site. The system has returned to service with no similar issues reported.

Event description:
It was reported the x8-2t transducer had a broken seal around the lens. The transducer was associated with an epiq cvx ultrasound system. There was no patient or user harm. Information has been provided to the customer to replace the transducer to address their immediate concerns. Philips has started an investigation and upon completion, a follow up report will be submitted.